Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection, as well as an inspection of the provided data. The analysis of the provided trend data, acquired between (B)(6) 2019 and (B)(6) 2020, recorded the rv sensing amplitude fluctuating between 15 and 20 mv before it dropped in the end of the recorded period onto 5mv. Likewise the rv pacing impedance, which was initially recorded at 480 ohm, dropped onto 350 in the end of the recorded period. The analysis of the provided iegm episodes revealed noise on the farfield and rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 54 and 59 cm distal to the df4 connector pin the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 40 months after the implantation oversensing with inappropriate shocks was noted. The lead was explanted and replaced.